Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing palpitations. Upon interrogation, the pulse generator exhibited backup vvi. Device code was downloaded successfully and normal function resumed.